Manufacturer narrative:
Irritation from heat or may be combination of heat and adhesive removal. Small size of area suggests that it might be the two combined.

Event description:
Reporter used for bursitis near hip and wore patch all day. Following removal she had painful burned area the size of half dollar. She applied cream and covered with gauze. She told doctor (date unknown) that there was some pus on gauze and he advised her to see him if appearance didn't approve soon.